Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2018-03480, 2134265-2018-03398. It was reported that insufficient roll-off occurred. The patient was undergoing a radiofrequency ablation (rfa) treatment of their liver. A 5.0 leveen¿ coaccess¿ was used with a rf3000 radiofrequency generator and four grounding pads. The probe was inserted into the lesion using ultrasound and computed tomography (CT ) scan imaging . 20 minutes passed without any rise in the impedance over 44-45ohms. The probe was removed and there was no charring around the tines. A 2nd 5.0 leveen¿ coaccess¿ was inserted and the algorithm was followed. Again there was no increase in impedance above 45 ohm after 10 minutes. The second probe was removed and the case was aborted without achieving roll off. No patient complications were reported.